Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of pump data showed, the pump battery dropped from 40% to 5% within 13 hours. Customer reported blood glucose level was 171 (mg/dl), reportedly the customer will continue to use the pump until the replacement pump is received.